Manufacturer narrative:
Patient information is not available for reporting. This report is for an unknown trauma screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. PMA/510k: unknown, as specific part and lot numbers for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hindfoot arthrodesis nailing procedure on an unknown date, the surgeon discovered that there were issues with the target for the proximal screws aligning in the nailing system. It was unknown if there was any surgical delay. The patient outcome is unknown. This report is for one (1) unknown trauma screw. This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during a hindfoot arthrodesis nailing procedure on (B)(6) 2018, the surgeon discovered that the aiming arm for the proximal screws in the nailing system was not aligning with the most proximal screw hole in the nail after implanted. The instrumentation was aligning as intended during the back table check. All connections were verified and securely tightened. Surgeon elected to not implant a proximal locking screw after the target would not align with the screw hole. Procedure was completed successfully with a 30 minute delay. The patient outcome is unknown. Concomitant device: hindfoot arthrodesis nail (part: unknown, lot: unknown, quantity: 1). This report is for an aiming arm for ti cann hindfoot arthrodesis nail-ex. . This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: date of event is now known. B5: additional information provided. D6, d7: device is an instrument and is not implanted/explanted. E1: reporter facility and contact information is now known. E3: this information is now known. G1: physical manufacturer is now known. G5: this device is exempt from 510(k) regulations. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.